Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited an increased charge time (CT) of 18.4 seconds, which was questioned. It was noted that several manual capacitor reformations (mcr's) were done which resulted in decreased CT of 16 seconds. Technical services (ts) discussed elective replacement indicator (eri) indicators based on battery voltage and CT. This patient would continue to be monitored. Additional information was provided that the device reached eri and then end of life (eol) in less than 3 months. The device was subsequently explanted due to normal battery depletion. No adverse patient effects were reported.